Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and on the device disposition after the failure to implant experienced. However, no additional information has been received to date. Based on the limited information available, it is not possible to establish a definitive root cause on the reported event. However, from the document review performed, no manufacturing deficits were identified. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity. H3 other text: unknown device disposition.

Manufacturer narrative:
DHR review has been completed. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Unknown device disposition.

Event description:
The manufacture was informed of the event through the patient tracking department.based on the information reported in the patient implant form, a memo 3d #30 device was implanted and explanted on the same day on (B)(6) 2021. Another memo 3d #30 was finally implanted. No further information about any device malfunction or patient outcome was received from the site regarding this event.